Event description:
It was noted on (B)(6) 2013 that this lead was surgically abandoned and replaced due to noise, pacing inhibition 5-1 o beats and lead damage due to subclavian crush. The physician was dr. (B)(6). The facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).